Event description:
Information received by medtronic indicated that the user would receive system notice message 22405 (the balloon is not sufficiently inflated) on the cryoconsole when trying to inflate the balloon of the cryoablation catheter during a procedure. Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The procedure was completed with radiofrequency (rf) ablation rather than cryoablation. Reportable based on investigation completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge. Replacement of the console injection panel resolved this issue. This report will be recorded and trended.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge. Replacement of the console injection panel resolved this issue. The replaced console injection panel was returned for evaluation. The reported issue was confirmed through testing and data analysis; the injection panel failed the inspection due to a defective low pressure regulator and stainless steel gauge. Investigation of the low pressure regulator revealed presence of debris on main valve seat and presence of metal chips on the bottom of regulator body where the spring is sitting. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.